Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have the grip pin missing at the distal end. The grip pin was not returned with the instrument. The probable root cause is attributed to the manufacturing process. This pin can become dislodged and subsequently missing due to improper swaging. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that the 8mm prograsp forceps instrument exhibited an unknown failure. The customer reported event had no report of patient injury.